Manufacturer narrative:
(B)(4). Corrected alert date: 8/25/2015.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Photo analysis: the photo evidence does not confirm the event description. Staple form cannot be assessed and the image is blurry where it appears that staples may be clumped together. Unfortunately, the root cause of the reported event cannot be determined from the photos provided. Based on the photographic evidence the event description cannot be confirmed. Photo analysis: the photo evidence does not confirm the event description. Staple form cannot be assessed and the image is blurry where it appears that staples may be clumped together. Unfortunately, the root cause of the reported event cannot be determined from the photos provided. Based on the photographic evidence, the event description cannot be confirmed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, always during a gastric sleeve, at the angle of his when he uses a gold cartridge, ecr60d, malformed staples. Problem: he has to correct his pouch at the angle of his. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.